Event description:
Alleged event: healthcare professional reported "this is a delayed reconstruction patient (approx. 4 weeks out from initial mastectomy). Patient 3 weeks post op, drains pulled at 1 week with 15cc/24hour output. Week 2 follow up clear, over the weekend of week 3 patient was admitted", "implant was removed" of a non -(B)(6) device. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)".